Event description:
While hospitalized for a pre-transplantation evaluation, patient reportedly experienced severe hypoglycemia, after receiving high doses of fast-acting insulin. Patient had reportedly begun peritoneal dialysis 6 months earlier, using extraneal (a labeled interferent for the test strips). A capillary blood glucose value of 410 mg/dl was reportedly obtained on the suspect device at 16:00. Based on this value, patient was treated with 12 units of fast-acting insulin. The patient experienced a hypoglycemic coma 1 hour later. Patient rapidly recovered following an intravenous injection of glucose. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
This event occurred at a healthcare facility in a foreign country. The name of the facility and contact information was not provided.